Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the doctor noticed a hairline scratch on the optic while implanting in the patient's left eye. The lens was explanted and the backup lens was used during initial procedure. No other problems occurred, no harm to the patient, and all went well. The procedure was completed on same day. Additional information was received there was no medical intervention.